Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 6 unspecified bd neoflon intravascular catheters were involved with patients experiencing bloodstream infections. No accompanying device malfunction has been specified. No following medical intervention/treatment has been mentioned. The following information was provided by the initial reporter: it was reported via post market survey that clinicians encountered cannula related bloodstream infection (e.g. Blood stream bacteraemia, sepsis).